Event description:
The manufacturer received information alleging a patient experienced old oil smell while using a dreamstation 2. During the event, the patient did not experience any harm. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found contamination in the bottom enclosure and thermal damage to the heater plate with traces of burn on the coating. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
The manufacturer previously received information alleging a patient experienced old oil smell while using a dreamstation 2. During the event, the patient did not experience any harm. During the evaluation of the device at the pil, the device was externally and internally inspected and found iso (international organization for standardization) port had dust-like contamination in it. Heater plate had white dust-like contamination on and under it. Inlet/outlet seal had white dust-like contamination on it. Unknown dust-like contamination around the ui (user interface) button and center enclosure. Dust-like contamination on the blower motor and inside of it. Potential mineral deposits inside blower box indicate possible water ingress. Dust-like contamination in the bottom enclosure. Dust-like and contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Heater plate had potential thermal marks in the resin underneath. Complaint of blowing air that smells like long john silvers dirty oil could have been from the potential thermal event under the heater plate. Additionally, pil also noted during the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the pil after the evaluation was completed. Box d, g and h has been updated in this report.